Event description:
"During the release of the thoracic endoprosthesis, relay plus 38-38-250, the step knob did not pass to number "2", so the device couldn´t be deployed even applying extreme force. The device was removed from the patient. Outside the patient, the device was tried to release again, without success. Finally, a new endoprosthesis was used." Patient outcome: "a new bolton relay plus 40-40-250 thoracic endoprosthesis was placed without any complication, with good evaluation of the patient, being discharged without complication."

Manufacturer narrative:
Attachment: [(initial report) follow-up evaluation-1.pdf].

Event description:
"During the release of the thoracic endoprosthesis, relay plus 38-38-250, the step knob did not pass to number "2", so the device couldn´t be deployed even applying extreme force. The device was removed from the patient. Outside the patient, the device was tryed to release again, without success. Finally, a new endoprosthesis was used." Patient outcome: "a new bolton relay plus 40-40-250 thoracic endoprosthesis was placed without any complication, with good evaluation of the patient, being discharged without complication."